Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent skinflap revision surgery (date not reported). Additional information was requested; however, not made available as of the date of this report.

Manufacturer narrative:
It was reported the patient underwent skin flap revision surgery on (B)(6) 2017. It was also reported that the patient developed a hamatoma which the surgeon subsequently drained at the post op appointment.